Manufacturer narrative:
User facility medwatch form 0504850000¿2019¿8022 was received on 11/14/2019. Additional and corrected information was provided. Corrected information: the procedure was a da vinci-assisted total cholecystectomy instead of a da vinci-assisted total colectomy procedure as noted in the original report. Per the user facility medwatch: visual inspection on 10/03/2019: "inspection of the cautery hand piece noted articulation at all angles, with trunnion (pivot point with a pin) and drive assemble intact. A mass of tissue char was noted on the concave side of the 1.0mm bent cautery hook. Inspection of the dorsal side of the cautery hook noted discoloration and spark point of the electrical or stranded cable assembly at the articulation trunnions assembly. Bme was unable to determine if broken or charred due to discoloration."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint of "instrument sparked on backside of cautery hook". The instrument was placed and driven on an in-house system. The instrument delivered energy and did not produce a spark on the backside of the cautery hook. The instrument was found to have thermal damage on the monopolar yaw pulley. The conductor wire insulation was damaged as a result. The instrument passed an electrical continuity test. The instrument conductor wire cap was found to have thermal damage. The instrument was examined to determine the cause of the thermal damage. The conductor wire was confirmed to not be broken at the weld as continuity passed and the conductor wire could not be pulled out. While the exact cause of the thermal damage could not be determined, one possibility is that the conductor wire got pinched by the conductor cap which would damage the insulation like it is on this instrument. The conductor cap pinching the conductor wire would not be caused by mishandling/misuse. Based on the information provided at this time, this complaint is being reported because the permanent cautery hook instrument sparked. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the backside of the permanent cautery hook instrument sparked. It was reported that the customer replaced the instrument and completed the procedure. The technical support engineer (tse) was unable to review system logs, but the customer confirmed that there were no technical issues with the system. The customer was not able to provide any additional information. The tse recommended returning the instrument through the return material authorization (RMA) process. The procedure was completed with no reported injury. Multiple attempts have been made to obtain additional information from the customer concerning the reported event. No additional information has been provided as of the date of this report.